Event description:
It was reported that during the explant of the device, the physician noted that there was damage to the external insulation of both leads. Additional follow-up indicated it could not be confirmed that the damage to the insulation was due to the replacement of the ICD. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.